Event description:
During patient treatment with the 3100a, the mean airway pressure could not be adjusted below 14.8 cm h2o with the mean pressure adjust needle valve. The pt was placed on another 3100a without compromise.